Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During 2 mako hip procedures today, it was noticed that some of the fixation screws holding the distal end of the mako angled reamer handle attachment- 2 screws missing from 1 of these & 1 screw missing from the other. After some difficulty getting the reamer handle to pass verification before reaming, the surgeon was able to successfully complete both cases. Tha 4.1. 2 of these handles affected, both have same lot number. Both handles from today, being returned together.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the reported event. Two screws are missing from the mako offset reamer handle. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.